Manufacturer narrative:
The customer did not provide patient demographics such as age, sex, date of birth or weight. The access accutni+3 reagent was not returned for evaluation. All assay verifications met specifications. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. Per communication with the field service manager, the unicel dxi 600 access immunoassay systems serial number (B)(4) has been verified multiple times with no hardware problems identified. The assignable cause of the non-reproducible access accutni+3 results is unknown and cannot be determined with the information provided.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for one (1) patient obtained on the laboratory's unicel dxi 600 access immunoassay systems (serial number (B)(4)). The customer stated the non-reproducible access accutni+3 results were reported outside of the laboratory. The actual access accutni+3 results were not supplied. The patient was transferred to the cardiac catheterization lab. Calibration and system checks have been passing assay and system specifications. Quality controls (qcs) have been running precise and were not being questioned. No issues with other assays were reported by the customer. The customer indicated no other conditions or events were occurring in conjunction with this event. The patient sample was collected in 13x100 mm becton dickinson (bd) lithium heparin plasma tube and was centrifuged at 3000 revolutions per minutes (rpm) for 6 minutes in a room temperature centrifuge. The sample was stored at room temperature prior to being run. No issues with sample integrity were reported by the customer. A bec field service engineer (fse) was dispatched to assess the instrument's performance.